Manufacturer narrative:
G4:30mar2021. B4:05apr2021. The power management board assembly was returned for evaluation. Visual inspection revealed no anomalies. A failure investigation (fi) technician installed the power management board into a fi ventilator to duplicate the reported issue. The customer complaint was not verified. The test ventilator with returned pm board passed all testing, and all front panel indicators operate normally. Battery led illuminates when battery is installed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:29dec2020. B4:31dec2020 . The repair center technician replaced the power management pcba to resolve the reported issue. The device returned to full functionality was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. (B)(6)2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device works with battery, however it does not recognize it as installed as the led does not work. The device was not in use at the time of the event. There was no report of patient or user harm.